Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2012 and gravida ii (live birth was (B)(6)2011 and (B)(6)2013). Previously administered products included for an unreported indication: synthroid. Concurrent conditions included musculoskeletal pain. Concomitant products included clonazepam for anxiety, fluoxetine hydrochloride (prozac) since 2015 for depression and anxiety and levothyroxine sodium (synthroid) since 2012 for hypothyroidism. On (B)(6)2013, the patient had essure inserted. In april 2013, the patient experienced alopecia ("hair loss"), inflammation ("inflammation") and dysgeusia ("metallic taste in mouth"). In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), nausea ("nauseated") and photophobia ("sensitivity to light"). In august 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). In september 2013, the patient experienced pain in extremity ("leg pain") and abdominal pain lower ("cramping feeling"). In october 2013, the patient was found to have weight increased ("weight gain"). In march 2014, the patient experienced tooth disorder ("dental issues") and gingival bleeding ("bleeding gums"). In 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on(B)(6)2015. In november 2015, the pelvic pain and pain in extremity had resolved. At the time of the report, the migraine, depression, gingival bleeding and anxiety had not resolved, the alopecia and weight increased had resolved and the inflammation, dysgeusia, tooth disorder, pelvic discomfort, abdominal pain, nausea, photophobia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysgeusia, gingival bleeding, inflammation, migraine, nausea, pain in extremity, pelvic discomfort, pelvic pain, photophobia, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy of date(s) of removal: (B)(6)2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55555.6 kg/sqm. Pregnancy test - on (B)(6)2013: results: negative. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Events per pfs: abdominal pain, nauseated, sensitivity to light and cramping feeling. Concomitant medication added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 2012 and gravida ii (live birth was (B)(6) 2011 and (B)(6) 2013). Previously administered products included for an unreported indication: synthroid in 2012. Concomitant products included clonazepam for anxiety. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and pain in extremity ("leg pain"). On an unknown date, the patient experienced alopecia ("hair loss"), depression ("depression"), weight increased ("weight gain"), inflammation ("inflammation"), dysgeusia ("metallic taste in mouth"), tooth disorder ("dental issues"), gingival bleeding ("bleeding gums"), anxiety ("anxiety") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the pelvic pain and pain in extremity had resolved. At the time of the report, the migraine, depression, gingival bleeding and anxiety had not resolved, the alopecia and weight increased had resolved and the inflammation, dysgeusia, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, gingival bleeding, inflammation, migraine, pain in extremity, pelvic discomfort, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55555.6 kg/sqm. Most recent follow-up information incorporated above includes: on 15-nov-2017: correction: case classification changed from invalid to valid. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 2012 and gravida ii (live birth was (B)(6)). Previously administered products included for an unreported indication: synthroid in 2012. Concomitant products included clonazepam for anxiety. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and pain in extremity ("leg pain"). On an unknown date, the patient experienced alopecia ("hair loss"), depression ("depression"), weight increased ("weight gain"), inflammation ("inflammation"), dysgeusia ("metallic taste in mouth"), tooth disorder ("dental issues"), gingival bleeding ("bleeding gums"), anxiety ("anxiety") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the pelvic pain and pain in extremity had resolved. At the time of the report, the migraine, depression, gingival bleeding and anxiety had not resolved, the alopecia and weight increased had resolved and the inflammation, dysgeusia, tooth disorder and pelvic discomfort outcome was unknown. The reporter considered alopecia, anxiety, depression, dysgeusia, gingival bleeding, inflammation, migraine, pain in extremity, pelvic discomfort, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet document received, new reporter, patient demographic information, product start stop date update, indication and new events severe and persistent pelvic pain, migraines, hair loss, depression, weight gain, inflammation, leg pain, metallic taste in mouth and dental issues were added. Previous event severe and permanent injuries was deleted. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.